Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified; the unspecified alarm was determined to be a system error 110. The device was found out of specification in relation to the reported system error 110 which was unable to be reproduced during evaluation; however, system error 110 alarms were verified through a review of the event history log and found to be caused by loose gears. The gears were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of the device powering off without user input was not verified. The device was found within specification in relation to the reported condition. Review of the event history log shows when infusing at the rate and drug specified, the unit went into a system error 110, the user cleared the error, shut the device off and then powered it back on. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed an unidentified alarm and then powered off during a delivery of hydromorphone set at 10ml/hr (dose and volume to be infused unknown) in the medical intensive care unit. The pump was reprogrammed and restarted following the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.